Event description:
During an esophagogastroduodenoscopy (egd) procedure, a cook instinct endoscopic hemoclip was used. Once the clip was attached to the tissue site, the clip would not separate from the catheter. Another instinct clip was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experienced any adverse effects due to this occurrence.

Manufacturer narrative:
The approved supplier provided the following info:one device from the reported event was returned in a zip type bag with proof of decontamination. Eval of the device revealed that the clip was dislodged from the distal components, with the distal components still attached to the device. The clip was closed shut and difficult to open due to excessive material on the clip. It was also observed that there was a bend in the cable. While trying to force open the clip, the clip was ejected due to the drive wire pushing from the inside of the cable onto the clip. It was then concluded that the bend in the cable was caused by the drive wire. Upon inspection of the drive wire tip, it was discovered that the tip was broken. The distal component tabs were properly secured, but deformed due to excessive force during deployment. In order to determine the condition of the housing assembly, the entire clip assembly was disassembled. After the removal of the clip and driver from the housing, the missing fragment of the hook drive wire was found inside of the housing as well. The fragment showed signs of deformation at the very tip. Upon visual inspection of the distal components, the specific location was observed where the hook drive wire tip was pulled ater being caught, deforming the distal components slightly. The tip was also examined under a microscope and it was noted that the jaws were coined properly. The device history records for the packaging work orders were reviewed. The packaging work orders consisted of multiple assembly orders. Four (4) devices from the assembly orders were rejected for will not open. All assembly orders were manufactured in january 2015. The root cause of the "would not deploy" issue experienced by the customer could not be determined. The hook drive wire was broken inside of the cable and there was evidence that the tip of the hook drive wire caught on the distal components. No corrective action will be taken at this time. The eval by the supplier found that the distal component tabs were properly secured but were deformed by excessive force. If two of the four tabs were deformed and no longer retained the distal components, this could have continued to the observation by the user and resulted in breakage of the drive wire hook. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions, such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until the clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. The instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. An unsuccessful attempt to deploy the clip can alter the internal device components, such as, the driver legs, as the clip begins the deployment process. Once driver legs are altered, the clip is in a partially deployed state and may not be able to be reopened. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: see initial report.

Manufacturer narrative:
Investigation evaluation: the initial evaluation of the device found that the clip is still attached to the deployment catheter and was not deployed. A close visual inspection indicated that two of the four tabs of the coil assembly may not have been fully processed. This device has been returned to the approved supplier for further evaluation. A follow up report will be generated once the supplier's evaluation is received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.